Event description:
Following a retrograde ventricular tachycardia ablation procedure using a cool path duo ablation catheter the patient became bradycardic while in recovery. An echocardiogram revealed a pericardial effusion located at the antero-lateral septum of the left ventricle. A pericardiocentesis was performed; however, the procedure wa unsuccessful in resolving the effusion. Further surgical intervention was required. The patient was listed as stable post-procedure. The physician stated there were no performance issues with the catheter.

Manufacturer narrative:
The device was not returned to sjm for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The root cause classification of the reported pericardial root cause classification of the reported pericardial effusion is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.